Event description:
It has been reported to philips that the image processing pc (ippc) had low disk space errors and needed to be replaced. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting actions showed a problem with the ippc. The fse replaced the ippc and returned the system to use in good working order. Philips has continue to investigate of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that ippc had low disk space errors. After reviewing the log file fse found there is a malfunction in image store full and image disk error. The fse found a problem with the ippc. Fse replaced the ippc and recreated the data stores. After replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.